Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter loss connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the pump and transmitter regained connection.